Event description:
The customer stated an architect i2000sr analyzer generated discrepant ca 19-9 results for samples collected from one patient. The patient generated ca 19-9 results of 193 on (B)(6), 18107 on (B)(6), 1341 on (B)(6) and 333.3 on (B)(6). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitte when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, accuracy testing, a search for similar complaints, and a review of labeling. The customer reported falsely elevated ca 19-9 patient results for a single patient. Accuracy testing was completed for reagent lot 10725m500 and met acceptance criteria. Tracking and trending identified no adverse trends for the customer's issue. Labeling was reviewed and found to be adequate. The customer completed troubleshooting on the patient sample; treatment with a neuraminidase caused a reduction in the sample signal indicating that the value generated was detecting ca 19-9 reactive determinants present in the sample. Based on the investigation no product deficiency was identified.